Event description:
Subsequent to the initially filed report it was reported that the procedure was to treat the distal left anterior descending (lad) coronary artery with moderate calcification. The devices were removed together as a unit and the piece of wire was retrieved with a micro catheter. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the wire was damaged during the insertion process or during the procedure. It was reported that force was used to remove the device. It should be noted that IFU, guide wire bmw univ ii instructions for use states if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. In this case, the IFU violation did not contribute to the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction health effect clinical code 2687 was removed. H6: correction health effect impact code 4614 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date h6 medical device problem code: 2017 - excessive force d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during the procedure, the balance middleweight (bmw) universal ii guide wire became entrapped in a septal branch. Upon applying stronger force to free it, the coils separated. Treatment, if any, was not described. No additional information was provided.